Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was revealed that the implantable cardioverter defibrillator exhibited a ventricular fibrillation (vf) episode. Also, the patient received an inappropriate shock due to over-sensing ventricular lead noise. It was revealed that the patient had received belly fat stimulation during the vf event and immediately removed the simulator after receiving the shock. The patient was asymptomatic.